Event description:
Journal reference: geday ce, konrad pe, gjedde a. Stimulation of subthalamic nucleus inhibits emotional activation of fusiform gyrus. Neuroimage. 2006; 32(2): 706-714. The article describes a study involving 9 patients being treated with deep brain stimulation (dbs) for symptoms related to parkinsons disease. The study demonstrated that the 9 patients have impaired primary face recognition and diminished ability to recognize emotions expressed in faces with the stimulator on. The aim of the article was to determine the factors responsible for the impairment. Reportable event: a male patient (4) experienced impaired primary face recognition and diminished ability to recognize emotions expressed in faces. No treatment or outcome info was provided.